Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 1154037. D4. Medical device expiration date: 30-jun-2026. H4. Device manufacture date: 29-nov-2021. D4. Medical device lot #: 1033283. D4. Medical device expiration date: 28-feb-2026. H4. Device manufacture date: 30-sep-2021. D4. Medical device lot #: 1186383. D4. Medical device expiration date: 31-jul-2026. H4. Device manufacture date: 30-dec-2021.

Event description:
It was reported that 5 bd ultra-fine¿ pen needle snapped off and in the rubber. The following information was provided by the initial reporter: customer reported while using optilin junior star insulin pen that the inner needle snpped off and was in rubber bunger.

Event description:
It was reported that 5 bd ultra-fine¿ pen needle snapped off and in the rubber. The following information was provided by the initial reporter: customer reported while using optilin junior star insulin pen that the inner needle snpped off and was in rubber bunger.

Manufacturer narrative:
H6: investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd ultra-fine¿ pen needle snapped off and in the rubber. The following information was provided by the initial reporter: customer reported while using optilin junior star insulin pen that the inner needle snpped off and was in rubber bunger.